Manufacturer narrative:
(B)(4). A batch review of lot number h13g23051 will be performed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13g23051 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted related to the reported problem noted. A leak test performed with under water pressure was performed with no issues noted. Clear passage testing and clamp functional test was performed with no issues noted. The interior diameter of the patient connector was measured with the result being within specification. The reported problem could not be identified through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set could not be connected to the titanium adaptor. The caller stated the patient connector was smaller than usual. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.